Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable pulse generator (ipg) recorded one ventricular high rate episode. It was suspected right ventricular (rv) oversensing as it was reported by the nurse that the patient was in surgery during the recorded episode. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.